Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. A review of the service history record indicates that the device has not been serviced for a service condition that is not relevant to the current reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure it was observed that during the drilling of the lateral cortical the motor of the compact air drive device failed, as the device was stuck before reaching the stop. It was reported that the physician continued to carry out the drilling in various ways, without success, and ended up drilling freehand. It was reported that when drilling to place the distal block, the drill did not pass since it stopped dead, even though the physician kept the motor on, which caused discomfort on the part of the specialist. It was reported that the physician had to drill in reverse to be able to pass the drill, and the procedure was successfully completed. It was reported that there was a 10-minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.